Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient the next day after placement. Per additional information received via email on (B)(6) 2019 from ibc representative, there was no damaged to the catheter. Per sample evaluation, the balloon was found to be asymmetric.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. When the returned lubricath red rubber catheter sample was inflated with 10cc in order to check for asymmetry, there were small droplets and water sprayed from the catheter during inflation, but it was not enough to affect the initial balloon size. The balloon was found to be asymmetric, failing specification as the balloon symmetry was 70/30 and the acceptable symmetry is 60/40. The root case of this failure is operator error in not applying the sac straight during the saccing process, resulting in a poor shape and asymmetry. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the patient the next day after placement.per additional information received via email on 18 september 2019 from ibc representative, there was no damaged to the catheter. Per sample evaluation, the balloon was found to be asymmetric.